Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined.

Event description:
During removal of the 7.5f venous sheath from the right groin at the conclusion of an electrophysiology procedure, the sheath broke off 6 centimeter (cm) from the end, leaving 6 cm in the pt's groin. The physician was able to remove the detached portion of the sheath through a 1 cm incision done in the electrophysiology suite. The entire device was removed from the pt and the pt suffered no adverse events. The removed product was discarded at the hosp.